Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was 93mg/dl. Reportedly, the customer applied more force to the button to resolve the issue. Additionally, it was reported that the usb cable needed to be held in the pump usb port to successfully charge the pump. Replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.